Manufacturer narrative:
Meif information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead, lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic). The lead is still in use. No patient complications have been reported as a result of this event.